Event description:
It was reported that the patient fell about one month prior to report. It was noted that the patient had been in a lot of pain since fall. It was noted that the lead wire in the back since the fall felt like a ¿needle.¿ it was further noted that the stimulator itself was sticking out more than usual. It was noted that it was unknown if the patient fell on the implant. It was further noted that the patient was very sore since the fall. It was further noted that the patient could not sleep on the side of the implant. It was further noted that the patient could not sleep at all. It was noted that the patient had not been charging implantable neurostimulator (ins) regularly. It was further noted that the reason for the patient not charging was because therapy was causing more pain than helping. It was noted that the patient went to her health care professional (hcp) and had blood taken. It was noted that ¿they¿ told her she was okay. It was noted that the patient wanted the device removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).